Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor did not work. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor did not work. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected section: "device not returned." To "device discarded" "device not returned" to " device discarded" internal complaint -trackwise #: (B)(4). Autonumber # (B)(4).